Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial report: the celect filter had fractured in multiple places. There is a leg in the atrium and a leg in the lobe of the lung. Patient outcome: the device is still in the patient. It has not been confirmed what additional treatment/intervention will be performed and the patient outcome has not been confirmed.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-fem-celect-perm. (B)(4). Corrected data compared to medsun report: mw5066862. Catalog #: igtcfs-6s-fem. Summary of investigational findings: investigation is based on description of event. No product was returned and no imaging was provided. Based on the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported filter fracture and embolized filter legs. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial report: the celect filter had fractured in multiple places. There is a leg in the atrium and a leg in the lobe of the lung. Additional information received 30dec2016: patient left hospital against medical advice. Additional information received 18jan2017: three fractured ivc filter legs 2 embolized, one to right atrium, one to right lower lobe lung. Patient outcome: the device is still in the patient. It has not been confirmed what additional treatment/intervention will be performed and the patient outcome has not been confirmed.